Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and freezing and also had crack on the screen corner. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. Insulin pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the spec range. Pump was monitored and tested with no failed battery test noted. Insulin pump received with cracked case near display window corners noted.